Event description:
A customer reported b30 (scope communication) errors when they tested 2 scopes on the evis exera iii xenon light source during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus provided troubleshooting support. The customer was instructed to clean the device¿s gold contacts on the scope socket and to use the maj-2087 light source cleaning kit to resolve the b30 scope communication errors. The customer responded to an email from olympus that cleaning the device gold contacts resolved the issue. The investigation is ongoing. Additional information will be provided if additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible the contacts on the scope were not cleaned sufficiently. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. ¿ do not immerse, autoclave, or gas sterilize the light source. These methods will damage it. ¿ do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched.¿ olympus will continue to monitor field performance for this device.